Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing.

Event description:
A customer reported that on (B)(6) 2017 he tested his blood sugar before bedtime and received an unspecified ¿normal¿ reading on his adc blood glucose meter. The customer injected himself with an unspecified amount/type of insulin and went to bed. At 3 or 4 am the customer¿s wife found the customer was ¿flashy and half awake¿, and called paramedics. Upon arrival paramedics tested the customer with their meter and received an ¿extremely low result¿ (customer was unable to provide any readings). The customer was treated on scene with IV glucose and food. The paramedics stayed for 30 minutes until the customer¿s blood glucose was ¿close to normal¿, and did not transport the customer to a medical facility. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained.all pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that on (B)(6) 2017 he tested his blood sugar before bedtime and received an unspecified ¿normal¿ reading on his adc blood glucose meter. The customer injected himself with an unspecified amount/type of insulin and went to bed. At 3 or 4 am the customer¿s wife found the customer was ¿flashy and half awake¿, and called paramedics. Upon arrival paramedics tested the customer with their meter and received an ¿extremely low result¿ (customer was unable to provide any readings). The customer was treated on scene with IV glucose and food. The paramedics stayed for 30 minutes until the customer¿s blood glucose was ¿close to normal¿, and did not transport the customer to a medical facility. There was no report of death or permanent injury associated with this event.